Event description:
I was reported that the right ventricular lead exhibited oversensing noise causing inappropriate shock. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.